Event description:
It was reporting that the tip of the instrument was broken. It was confirmed that the broken off part was not in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.